Event description:
It was reported that three months post implant, the lead was found in the svc due to dislodgement. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.